Event description:
Customer reported a previous incident of low blood glucose, specifically noting a measured level of 2.7 mmol/l. To address the situation, the customer turned off the control-iq (ciq) feature and was advised to consult with a healthcare professional for further evaluation. The customer confirmed their understanding of the recommendations.